Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the charge-coupled device (ccd)unit/circuit board inside connector was broken due to the device handling. Movement of ccd cable inside was obstructed by stress applied to universal cord and its misalignment/kink/breakage occurred. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: precaution for disappeared or frozen endoscopic image: - do not bend, hit, or twist the insertion section, control section, universal cord, and endoscope connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. - turn the video system center on only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. The device exhibited no image. The control unit and universal cord had a scratch. Three good faith efforts (gfe) were made to obtain additional information. However, no response was received. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed no image. There were no reports of patient harm associated with the event.